Manufacturer narrative:
The technician replaced the power cord plug to repair the bed.

Event description:
Info received indicates the ground loss light is flashing due to a missing ground pin on the power cord plug.